Event description:
A report was received that a pt had a pocket revision due to difficulties charging. The patient's ipg was deep within the pocket site, making it difficult to charge. During revision surgery, the physician chose to explant the ipg; although nothing was wrong with it.